Event description:
It was reported that the patient experienced syncope due to a loss of capture in the right ventricular lead. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.